Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer was noisy when it was turned on, as a result the system fan was replaced. It was also noted that the electrocardiogram (ECG) connector on the link electronic module (lem) circuit board was loose. Product ID 2067 radiofrequency head.

Event description:
It was reported the programmer is noisy when it is turned on. It was questioned whether it is the fan or hard drive causing the noise. The programmer and radiofrequency (rf) head were returned for repair. The programmer was analyzed and tested out of specification. No patient complications were reported as a result of this event.